Event description:
It was reported that a home patient received a system error 2240 (air in line) during use of the homechoice machine. The technical service representative (tsr) had him go to the alarm log to find the alarm. It was unknown whether the patient was connected at the time of the alarm. The technical services representative was unable to provide trouble shooting because the patient disposed of the supplies that were in use. There was a patient involved, but no patient injury or medical intervention was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.